Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. The provided information was confirmed with physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other chronic/intract pain (trunk/limbs) spinal pain. It was reported that the patient felt stim when the stimulator showed off on his remote and recharger. All impedances were normal. The manufacturer's representative (rep) looked at both remote and recharger and they seemed to be operating correctly. The rep read the battery with the 8840 also and it also read the battery correctly. Issue was resolved at this time. Rep stated they were able to successfully turn stim on and off. Patient could tell the difference between sensation he felt all the time versus when they turned the stimulator on. No further complications were reported/anticipated.